Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that multiple illumination ports have poor illumination. This was noted before a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate the reported event. The company service representative found dust inside the illumination ports. The illumination ports were cleaned. The system was then tested and met all product specifications. The system was manufactured on september 14, 2016. Based on qa assessment, the product met specifications at the time of release. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and/or disable the system, or the affected function, until the issue has been resolved. The root cause of the reported event can be attributed to dust in the illumination ports. The manufacturer internal reference number is: (B)(4).